Manufacturer narrative:
(B)(4). G2: foreign- UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01811. 0001825034 - 2023 - 01812. 0001825034 - 2023 - 01813. 0001825034 - 2023 - 01814. 0001825034 - 2023 - 01815. 0001825034 - 2023 - 01816.

Event description:
It was reported by the surgeon during a survey response received related to the surgeon's usage and experience with the comprehensive segmental revision system. The surgeon indicated approximately 23 surgical procedures were performed in the last 5 years. The surgeon further indicated complications of instability, dislocation, and infection occurred. No further details were provided on the survey to clarify the number of complications or correlation to a surgical case. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.